Event description:
The customer reported that the vertical lift column on the 9800 system would not work and the power cord was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord, cine drive, and ps3 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.